Event description:
Customer reported the sensor was giving inaccurate readings. Customer also stated her blood glucose was high because she did not adjust her basal rates today. Customer stated her transmitter was not communicating with the insulin pump. New meter was not programmed to the device. Troubleshooting for serter was performed. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened or used sensor and found sensor electrode broken missing broken part. Unable to confirm customer received sensor damage due to customer returned opened or used.